Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut although aspiration was present. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 3 of 3. See 1920664-2013-00249 and 00250.